Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 54% remaining to elective replacement indicator (eri) in approximately six months. As the information had been captured via remote monitoring an in-office visit was scheduled for the patient. Analysis of the device data by boston scientific technical services (ts) the device was depleting prematurely and replacement was recommended within 60 days. Information was later received that this device had reached end of life (eol) battery status. There were difficulties in scheduling the patient for a device replacement due to hospital operating room limitations. Reanalysis of the device was requested. This device was subsequently, explanted and replaced. No additional adverse patient effects were reported. This device has returned for analysis.

Manufacturer narrative:
Should additional information become available this report will be updated.

Manufacturer narrative:
Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 54% remaining to elective replacement indicator (eri) in approximately six months. As the information had been captured via remote monitoring an in-office visit was scheduled for the patient. Analysis of the device data by boston scientific technical services (ts) the device was depleting prematurely and replacement was recommended within 60 days. Information was later received that this device had reached end of life (eol) battery status. There were difficulties in scheduling the patient for a device replacement due to hospital operating room limitations. Reanalysis of the device was requested. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The battery longevity had fallen from 54% remaining to elective replacement indicator (eri) in approximately six months. As the information had been captured via remote monitoring an in-office visit was scheduled for the patient. Analysis of the device data by boston scientific technical services (ts) the device was depleting prematurely and replacement was recommended within 60 days. Information was later received that this device had reached end of life (eol) battery status. There were difficulties in scheduling the patient for a device replacement due to hospital operating room limitations. Reanalysis of the device was requested. This device was subsequently, explanted and replaced. No additional adverse patient effects were reported. This device has returned for analysis.